Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The expired product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. The reported product was used after its expiration date. A device lot history review was performed, and there are no non-conformities which could be attributed to the reported failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).